Event description:
It was observed during the device inspection that subject device had an image blackout, and the charged coupled device (ccd) was deteriorated. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely due to the deteriorated of the charged coupled device (ccd) cause the blackout image. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.